Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was seeing an 8286 code on their personal therapy manager (ptm), indicating an empty reservoir alarm occurred. It was thought that it had been about 2 months since the last time the patient saw their doctor. It was unknown if the patient heard any pump alarms or if the patient had any symptoms associated with the empty reservoir. The event date was noted to be 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.